Manufacturer narrative:
D6: device returned with no lot identification. Based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed.

Event description:
It was reported during a laparoscopic cholecystectomy the er320 was fired on the cystic artery and fell off the artery and into the abdominal cavity. The clip was not retrieved. The same applier was used to complete the case and worked properly. The rep was in the case and said it appeared as if the clip that fell off was fired on top of another clip. There was no consequence to the pt.